Event description:
It was reported that the patient experienced a dysfunctional pump. The inflatable penile prosthesis(ipp) pump was replaced to complete the surgery. The patient outcome was reported to be stable. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted. Additional information received that the pump malfunctioned and the pump will crush and not restore.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced a dysfunctional pump. The inflatable penile prosthesis(ipp) pump was replaced to complete the surgery. The patient outcome was reported to be stable. Further information has been requested and is not yet available. Should additional information become available a supplemental report will be submitted. Additional information received that the pump malfunctioned and the pump will crush and not restore.